Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a faulty touch screen, which was replaced to resolve the reported issue. The firmware was also updated, and subsequent functional verification testing did not identify further faults. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the touch screen of an s5 double head pump became unresponsive during setup. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) received pictures of the reported touch screen. During the evaluation of the pictures fluid ingress could be identified as root cause of the reported issue. As corrective action an additional sealing was implemented by the supplier.

Event description:
See initial report.